Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch phh797 and no non-conformances were identified. One empty labeled winding former, a detached needle and one needle-suture of product code 8776, lot phh797 were returned for analysis. The product code is double armed. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined for suture remnant and none was noted. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in the needle pull off. In addition, in the other extreme no needle pull off was noted. Per the sample condition no performance - breakage suture was found and the tested sample met the finished goods requirements. Rep samples: one open box with seventeen unopened samples of product code 8776, lot phh797 were returned for analysis. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How this sample with detached needle (lot phh797) related to this aorto-biiliacal bypass procedure performed on (B)(6) 2020? If this sample is related to this procedure, please describe how this needle detachment occurred and specify when: in package or separated during dispensing?

Event description:
It was reported that the patient underwent an aorto-iliac bypass procedure on (B)(6) 2020. Upon evaluation, there was not sufficient impression at the swage end observed, resulting in the needle pull off. Additional information has been requested.